Manufacturer narrative:
Concomitant medical products: product ID: 3487a-45, lot# va03qzd, implanted: (B)(6) 2013, explanted: (B)(6) 2013, product type: lead. Product ID: 3487a-45, lot# va07fkl, implanted: (B)(6) 2013, explanted: (B)(6) 2013, product type: lead. Product ID: 3708220, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2013, 1 product type: extension. (B)(4).

Event description:
It was reported that the patient was implanted (B)(6) 2013 and removed (B)(6) 2013 due to another (B)(6). It was noted that the patient was afraid that there would be more infection. Additional information was requested but was not available at the date of this report. See manufacturer report # 3004209178-2014-05635, 3004209178-2014-05653 and 3004209178-2014-05646 for other events regarding this patient.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the manufacturer representative would check with the physician for some answers. It was later reported that the patient received assistance from the doctor or manufacturer representative and their concerns were resolved. It was later reported that a culture was done and the result was staph aureus. The location of the infection was the left buttock at the pocket site. It was noted that the system was explanted. It was noted that the patient did not have therapy until the doctor "re-implanted" a new system in (B)(6) 2014.